Event description:
Unomedical reference number (B)(4). Event occurred in australia. It was reported that the patient faced an event of kinked cannula with an infusion set. The symptoms were noticed within three hours of insertion. The site was reported to be abdomen and was rotated regularly. The patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.